Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure related to the remote alarm connector was observed. The device's interface board will need to be replaced to address the issue.